Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test when the foley catheter fixed water was poured in, a different noise was heard than usual and the water could not be removed without pulling with great force.

Event description:
It was reported that during the pre-test when the foley catheter fixed water was poured in, a different noise was heard than usual and the water could not be removed without pulling with great force. Per investigator's notification received on 11dec2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
He reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the catheter partially inflated. The all-silicone foley catheter with syringe were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. Upon inflation the catheter balloon symmetry was observed to be 90:10, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." An attempt was made to deflate the catheter using the returned syringe; however, only 3ml deflated within 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. Inflated the catheter balloon with 10ml mbs using an in-house syringe, the balloon passively deflated and returned 10ml within 02min53sec. The event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, a DHR review was completed prior to CAPA association. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.